Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-04171 and MFR. Report # 3005099803-2011-04172).it was reported to boston scientific corporation that two jagtome rx sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure.according to the complainant, during the procedure, the physician went to make a cut and the cut wire broke; no part detached inside the patient. A second jagtome rx sphincterotome was obtained, when the physician went to make a cut the cut wire broke; no part detached inside the patient. The procedure was completed with another jagtome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.